Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that about 2 months ago they noticed it was taking a long time to connect to their pump and deliver a bolus. Patient stated they were told it would take 2 minutes to connect, but it was now taking over 6 minutes. Patient confirmed the screen lags on 90%. Agent assisted the patient in closing out of all running applications, clearing the patient data service, and connecting to the pump with the communicator. The troubleshooting steps that were taken resolved the issue.